Event description:
Customer called in; not sure if item number is correct item, too old and worn to see clearly (thinks it may be or may not be a (B)(4)). Item was sparking during surgery burned stripes on pts¿ liver. Dr filed incident report. No permanent injury to pt. No extra treatment required.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.